Event description:
It was reported to philips that errors 110f, 110e, 1107, 1106, 1007, 1110, 1113 were found in the significant event logs by the biomed. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the caller to check the ribbon cable from the data acquisition (da) pcba to motor controller (mc) pcba to make sure is seated properly. Part information for a replacement data acquisition (da) pcba and ribbon cable from da pcba to mc pcba was also provided.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The customer resolved the issue after replacing the cable from the data acquisition pcba to the motor controller pcba. Upon further review, this event no longer meets reporting requirements as the device was not in use on a patient at the time of the reported failure.